Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the peg tube was passed through the patient successfully using the insertion pullwire. However, when the peg tube was pulled through the incision site, a tear was noticed along the external length of the peg tube approximately 4in from the skin level. The peg tube was cut approximately 3cm away from the external bolster in order to remove the section of the tube with the tear. The account reported that no resistance was encountered during the placement of the peg tube. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as it is implanted in the patient; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.(B)(4)